Event description:
Customer reported intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer could not recall the issue's resolution but managed to resume insulin and continued pump use.